Event description:
A customer reported a low reading with the adc device. The customer reported they woke up sweating, obtained an unspecified lower sensor reading, and self-treated with a unit of insulin (type unknown) which is inconsistent treatment for low sensor readings. The customer subsequently lost consciousness but was then able to self-treat with sugar and chocolates. The customer additionally went to hospital but did not report of further treatment. As the customer did not provide readings from time of event, although low sensor readings were reported, it cannot be confirmed if sensor indicated hypoglycemia at time of event. There was no report of death or permanent injury associated with this event. The customer additionally provided a readings comparison, not from time of medical event, of 40 mg/dl from sensor against 198 mg/dl from an adc meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.